Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels (approximately 300 mg/dl) since starting on the pump. Contact stated that elevated bg levels may be due to the pump settings. It was indicated that the customer plans to meet with their health care professional to review the pump settings. Bg levels were stabilized by boluses via the pump being delivered.